Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Conclusion] the root cause of the reported phenomenon could not be identified. [Considerations] the followings were confirmed from the investigation. -the image was displayed when the input setting was changed by the user. -there is a description of troubleshooting when the image does not appear in the instruction manual. Omsc concluded that the reported phenomenon occurred because the input settings and the input signal did not match. It was not identified the cause why the input settings and the input signal did not match, however omsc surmised there was the possibility this phenomenon was attributed to the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to olympus. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image on the subject device was not displayed during the preparation for the unspecified therapeutic procedure. The user did the test for the subject device and found that the video input source was selected incorrectly. After adjustment, the subject device returned to normal. There was no patient injury associated with this report.